Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: medical device type, medical device catalog #, unique identifier (UDI) #, medical device serial #, medical device model #, concomitant med prod data, PMA / 510(k)#, device manufacture date. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported the nurse attempted to give pca bolus dose by dose request cord and it "had a malfunction." The clinician stated that they pushed the bolus button, and it went into a "malfunction." The event occurred in pediatric intensive care unit (picu). No further information was provided. This was reported to bd associate during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
A follow-up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the nurse attempted to give pca bolus dose by dose request cord and it "had a malfunction." The clinician stated that they pushed the bolus button and it went into a "malfunction." The event occurred in pediatric intensive care unit (picu). No further information was provided. This was reported to bd associate during their site visit. There was patient involvement but no harm.